Event description:
The complainant alleged that while the device was in use on pt while first attempting to monitor and pace the pt the device operated properly, and they were able to capture (settings unknown). After moving the pt onto a gurney the signal displayed a dotted baseline and an "ECG leds off" message and they were unable to capture the pt. They were able to obtain another device and continue therapy. The pt was still alive upon arrival at the hospital and further outcome is unknown. The complainant did not indicate that there was any adverse effect to the pt as a result of this reported malfunction.